Manufacturer narrative:
Follow-up 08/19/2016: customer reported that their blood glucose levels returned to their target bg level. The t:slim pump user guide warns against filling the infusion set tubing while the tubing is connected to the body as it will result in an unintended delivery of insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the tubing was connected to the customer's body during the fill tubing step. Reportedly, the customer inadvertently delivered 10.2 units of insulin to themselves while connected to the site. The customer reported that their blood glucose (bg) level was 204 (mg/dl). Customer indicated that they would monitor their bg levels.